Event description:
Patient reported their two bottom front teeth will not straighten without having their bottom arch expanded. Patient was seen by their dentist and provided a letter stating that the patient was seen in office and reported have using byte aligners to correct crowding of #24/25. The patient is not getting the movement and after evaluating the area there is a class 2 mob and wide ligaments in #24/25. It is recommended patient have orthodontic treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.